Event description:
It was reported "multiple black stains were noted on the cuff before use. They looked so dirty that medical staff refused to use the product."

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted.